Event description:
The customer reported that their acuity central station experienced an unexpected restart. Log file analysis points to ram/dimm or hard disk issues. The cpu was exchanged and it is currently in the process of being returned to welch allyn for evaluation. A f/u report will be submitted following the investigation. There was no report of any patient harm as a result of the reported event.

Manufacturer narrative:
The device evaluation is not yet complete. A /u report will be submitted when the evaluation is complete.